Event description:
Prescription for one touch verio test strips was typed and dispensed as one touch ultra test strips. Patient noticed when she got to her car and immediately returned; prescription was returned, retyped, and refund given. Medication administered to or used by the patient. Reporter's recommendation: review profile for previously filled mediations / medical supplies. Type: wrong drug preparation, contributing factors: unauthorized substitution / wrong brand inadequate safeguards generic names look alike communication, poor / lacking (nonspecific). Severity: error reached pt; no pt harm. (B)(4).